Manufacturer narrative:
.

Event description:
It was reported that the patient describers her discomfort as ¿feels like someone is taking their thumb and pushing in on my windpipe¿. She never deviated from this description for all these years. It was noted that at times when the physician would attempt to reprogram, the discomfort would be mild for a period of time but never completely resolved. She could never tolerate higher settings due to this discomfort and would periodically request vns to be programmed off. The patient has denied any discomfort with the newly placed generator/lead. It was indicated that the patient¿s explanted devices were discarded and will not be returning for analysis.

Event description:
It was reported that the vns patient had been experiencing painful stimulation which required device disablement several times for long periods of time in the past nine years. When the device was programmed back on, the patient would experience intolerable painful stimulation. It was noted that the patient¿s lead may have migrated to an area that is more sensitive to the patient. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.